Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Skip to navigation skip to main content. Complaints. Complaints. Press space bar to reorder. Home. Tasks. Complaints. Medical reviews. Mdrs. Mirs. Canada vigilance reporting. Other regulatory reports. Investigations. Group. Dashboards. Reports. Classification codes. Product registrations. Reusable texts. Complaint (B)(4). Path. Attachments. No attachments available! Tabs. Details. Patient/reporter information: audit trail. No of days for decision tree: 0. Dt completion date: 5/22/2023. Complaint no. (B)(4). Classification code: 115. Classification code description. Loss of connection. Source: phone. Osvc ID number: (B)(6) . Osvc reference number: (B)(4). Osvc created by: (B)(6) . Record category: complaint. Region: north america. Group: north america - (B)(4). Psr. Psr. Owner: (B)(6). Status. Review. Record type. Complaint. Pending medical review. Pending medical review. Pending decision trees. Pending decision trees. Pending dev investigation. Pending dev investigation. Pending har. Pending har. Pending update request / task. Pending update request / task. Update request status. Update request reviewed. Country of purchase: united states. Country of incident: united states. City of incident: na. Reporter organization: na. Distributor unique complaint no (ducn): na. Distributor complaint date: files added to complaint. File name: (B)(4) gap.jpg. File name: (B)(4).jpg. File name: mailsent.pdf patient birthdate: (B)(6) 1954 patient weight. Age at the time of event: 68. Patient gender: female. Reporter type: patient. Pediatric or adult: adult. Age unit: years. Serious adverse event information: (0). Event description: patient reported signal loss over 1 hour. Conclusion: sent tx replacement and sensor replacement. Alert date: (B)(6) 2023. Event date: (B)(6) 2023. Date sensor inserted/applied: was IFU followed? Na. Patient took apap/acetaminophen? Na. No of days since opened: 22. Download identifier: (B)(6). Download identifier type: transmitter. Is patient using a receiver,mobile,both? Both. Is the date exact or approximate? Exact. Insertion site: na. Death reported. Death reported. Date of death. Medical intervention/serious injury. Medical intervention/serious injury. Rga created? Yes, the product is able to be returned. Rga reference number. (B)(4). Rga follow up completed? Yes. Troubleshooting questions: (6+). Navigation mode: pq no. Question. Answer: pq-014232726. Transmitter warranty expiration date: ni. Pq-014232727. What device(s) are displaying the signal loss? Both. Pq-014232728. What was displayed before? Signal loss. Pq-014232729. While the signal loss icon was displayed, was the device within 20 feet? Yes. Pq-014232730. What time did the signal loss occur? Ni. Pq-014232731. Did the signal return or is signal loss still displayed? Signal loss is still displayed. View all trouble shooting questions: product line. Stt-or-001. Product line description: g6 transmitter kit, dexcom. Transmitter sub-component: g6 transmitter: 9445-24. Receiver serial number: na. Product generation: g6. Lot number: p15944358. Ncmr details: no ncmrs associated with the product. Manufacturing date: 2/7/2023. Expiration date: 1/19/2024. Transmitter serial number: (B)(6). Category: transmitter. Product registration: stt-or-001. Additional product information: (0). Data analysis summary: data investigation confirmed loss of connection on (B)(6) 2023. Allegation confirmed by data: confirmed. Data analysis status: completed - manual. Platform data source: android app g6. Data available? Yes. Manufacturer's narrative (b5): it was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.